Event description:
It was reported that during a water vapor therapy procedure, the generator malfunctioned and displayed error 495 (rf power supply self-test error). The error occurred after restarting the generator as there was an unexpected power outage in the operating room (a fuse blew). The generator was restarted three times, but the error persisted. Due to this, the procedure could not be completed, and it was rescheduled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
Follow up MDR updates: initial reporter information updated. The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy procedure, the generator malfunctioned and displayed error 495 (rf power supply self-test error). The error occurred after restarting the generator as there was an unexpected power outage in the operating room (a fuse blew). The generator was restarted three times, but the error persisted. Due to this, the procedure could not be completed, and it was rescheduled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.